Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 56-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). Two days after impella insertion, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.3lmin as intended. A month later, the patient followed up in the clinic and had a stroke. Clot was found in the aorta. The physician did not think this was impella related. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.